Event description:
A consumer reported that she had an issue a few months ago with a dental implant which caused some swelling and wondered if she may be allergic to the materials in the iol implant and unable to see/ blurry vision. The swelling improved upon using topical steroids.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).